Manufacturer narrative:
Additional information provided indicated that there was no damage observed to the controllers' power ports. There were no reported alarms or loss of power to the system. The user did not apply excessive force when trying to connect the power sources to the controllers. An audible click was heard when the power sources were connected to the controllers. The power switching could be reproduced by manipulating connections but "not every time". An electrical connection was able to be established with the cac adapter. The connector of the cac adapter was not damaged. No further information was provided. Removed implant date. This peripheral device is not implantable. Removed explant date. This peripheral device is not implantable. Two controllers, two ac adapters, and six batteries were returned for evaluation. The reported event was confirmed via review of the log file analysis of con097574 and bat300576, bat310246, bat310249, bat300482, bat310232, bat310106. Log file analysis conducted revealed several occurrences of premature switching with all returned batteries. Additionally, log file analysis revealed a vad disconnect alarm, which is most likely the result of the controller exchange. Analysis of the devices revealed that the devices met specifications. The devices passed visual inspection and functional testing. The power switching event could not be duplicated at bench. The most likely root cause of the power switching events is due to communication errors between batteries and controllers. Controller, con099738, passed visual and functional testing and did not reveal any log files for review. Therefore, the event could not be confirmed on con099738. Additionally, the adapters, cac092952 and cac095650 performed as intended and the reported event could not be duplicated. Note: the controllers did not receive smr upgrades. The most likely root cause of the power switching events is due to communication errors between batteries and controllers. Heartware has opened an internal investigation to evaluate communication errors between controller and battery. (B)(4). Con097574 - heartware has opened an internal investigation to address communication errors between controller and battery. Cac092952 - controller ac adapter / catalog number 1425us / expiration date unknown UDI #: n/a. (B)(4). Cac095650 - controller ac adapter / catalog number 1425us / expiration date unknown UDI #: n/a. (B)(4). Bat300576 - battery / catalog number 1650 / expiration date 05-31-2016 UDI #: (B)(4). (B)(4). Bat310246 - battery / catalog number 1650 / expiration date 12-31-2016 UDI #: (B)(4). (B)(4). Recall: z-1917-2015. Bat310249 - battery / catalog number 1650 / expiration date 12-31-2016 UDI #: (B)(4). (B)(4). Recall: z-1917-2015. Bat300482 - battery / catalog number 1650 / expiration date 05-31-2016 UDI #: (B)(4). (B)(4). Recall: z-1917-2015. Bat310232 - battery / catalog number 1650 / expiration date 12-31-2016 UDI #: (B)(4). (B)(4). Recall: z-1917-2015. Bat312106 - battery / catalog number 1650 / expiration date 01-31-2017 UDI #: (B)(4). (B)(4). Recall: z-1917-2015 heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that a patient called the office 04 may 2016 to report that he is experiencing more "toggling" with three of his new batteries. This cs explained that the toggling may not be due to the batteries but with the controller software and how often it "pings" the batteries to check their status; the software will be upgraded later this year. The coordinator and patient were okay with monitoring the batteries further until his next clinic visit. The patient will use the three batteries on the opposite port as they don't toggle on that port. The patient called the office again on 18 may 2016 to report that he is still having "toggling" at random times and now it is happening with five of six batteries on port #2. It was noted that patient has undergone three controller exchanges and multiple battery exchanges due to the "toggling" over the past 6-9 months, which ends up solving the problem for a month or two, but then it reoccurs. This cs contacted clinical engineering and the fsca team to determine a plan of action for further troubleshooting. The software engineer, indicated that the smr software upgrade may not fully resolve this case. The occurrence on only one port and not for a couple months after each exchange suggests a wear-out problem with the connector, which could affect both comm-errors and power/voltage outages at the connector. It was suggested to change the controller, batteries, adapters, and even possibly the battery charger as to get all new connectors in play. Patient scheduled to be seen in clinic on (B)(6) 2016 for dl repair and equipment troubleshooting.